Event description:
During PICC line insertion, the guidewire became knotted at the tip. Md was unable to successfully reduce the knot. Upon attempt to remove, a fragment of the guide wire broke off and was retained within the soft tissues potentially intravascular and tiny peripheral arm vein. CT scan was completed and verified metallic foreign body 16mm in length outside the brachial artery and vein and posteromedial to these vessels. A portion extended along the posterior periphery of the biceps muscle. Foreign body was removed via small incision over the radiodense foreign body. Following blunt dissection under fluoroscopic guidance, the wire fragment was removed. Dermabond was used at the skin surface.